Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. It was determined that the bearing on the device was corroded causing the attachment device to overheat. It was further determined that the device failed pretest as the device was overheating. (Failed temperature assessment). During repair it was observed that the overheating was caused by the corroded bearing and the gear from middle sub- assembly failed (gear came out of the mid assembly). The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Reporter's information was unknown.

Event description:
It was reported from (B)(6) that the attachment device was overheating. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.